Event description:
Three months after the bha for femoral neck fracture, the image showed that the metal head came off from the centrax bipolar cup during reduction. After revision, no damage was found on the bipolar cup.

Manufacturer narrative:
An event regarding dislocation involving a centrax bipolar head was reported. The event was not confirmed. Method & results: product evaluation and results: the metal head and bipolar head were returned for evaluation. There are some black dots on the poly section of the bipolar device. The device was damaged from attempted implantation/explantation and/or the dislocation event. The polyethylene liner is deformed, and the space between the polyethylene and the metal shell is filled with what appears to be bone debris. Dimensional & functional inspection: functional and dimensional inspections were not performed as the device was returned damaged from attempted implantation/explantation and/or the dislocation event. The polyethylene liner is deformed, and the space between the polyethylene and the metal shell is filled with what appears to be bone debris. Functional and/or dimensional testing of the device in this state would not be representative of the manufactured state of the device. No further testing is required. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the metal head came off from the centrax bipolar cup during reduction. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Three months after the bha for femoral neck fracture, the image showed that the metal head came off from the centrax bipolar cup during reduction. After revision, no damage was found on the bipolar cup.